Event description:
It was reported that approximately 7 years and 4 months post an initial left partial knee arthroplasty, the patient was revised to a left total knee arthroplasty due to tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 543490. Oxf anat brg lt sm size 5 PMA; item# 159542; lot# 552910. Unknown cement; item# unk; lot# unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Reported event was confirmed. Radiographs were provided and reviewed by a radiologist. The review identified that three views of the left knee demonstrate medial compartment hemi arthroplasty with radiolucency along the cement hardware interface of the tibial component consistent with loosening. Osteopenia. No acute fracture. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.